Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported she lost her programmer and had not felt stimulation with her device since she had the new implant in (B)(6) 2018. It was noted the event was ongoing at the time of the report. Additional information was received. Patient stated that once in a while they would feel stimulation while laying down on their back. As for action, they turn the stimulation up higher. No further complications were noted or anticipated.